Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had atrial fibrillation beginning in (B)(6) 2019. An attempt to convert the patient to normal sinus rhythm was unsuccessful. A repeat attempt at 360 joules (j) was also unsuccessful. A single biphasic 360j shock was delivered through anterior-posterior patches. This did not convert the patient to normal sinus rhythm. A repeat attempt again at 360j was also unsuccessful.

Manufacturer narrative:
Sections d4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between the reported cardiac arrhythmia and heartmate 3 left ventricular assist system, serial number (B)(6), could not be conclusively determined through this investigation. The account reported that the patient was experiencing atrial fibrillation starting on (B)(6) 2019. Cardioversion was repeated multiple times and did not convert the patient to normal sinus rhythm. Multiple attempts for additional information were sent to the account; however, no additional information was provided. The patient remains ongoing on (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing this event.